Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately three months post implant, the right ventricular (rv) lead exhibited widely fluctuating r-waves. It was also reported that the right atrial (ra) lead exhibited potential for under-sensing. Both the ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.